Event description:
It was reported through the attorney for the patient, as a result of a legal claim, that allegedly "the patient received a triathlon knee system on (B)(6) 2005 which failed resulting in injuries."

Manufacturer narrative:
This is a legal file so all request for information will be coordinated by the legal affairs team. No further information received at this time.